Event description:
On 22 jun 6, it was reported that the pt got a reading of 178 mg/dl from her adc device. The caller described the pt as non responsive but not unconscious. She was brought to the hosp and is currently on insulin to bring her blood glucose level down. The caller does not know the hosp diagnostic and did not provide the treatment admin by the paramedics or the hosp. Note: the caller stated that the test site was squeeze excessively. Per user manual, it is recommended to avoid squeezing the test site excessively to obtain a sample.